Event description:
It was reported that during the implant procedure, the atrial lead impedance was low and there was no electrogram signals. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor was distorted, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, tissue on helix, the lead was stretched, and the lead appeared to have been damaged at implant.